Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was oversensed resulting in the delivery of one round of inappropriate anti-tachycardia pacing (atp) therapy. It was noted that there were no adverse effects on the patients health status as a result of the inappropriate therapy. The rv lead was surgically abandoned and replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient heard tones from their implantable cardioverter defibrillator (ICD) device. The patient was referred to their following clinic for review. It was subsequently determined that this right ventricular (rv) lead had exhibited sudden high out of range pace impedance. The rv lead also exhibited noise, which was oversensed resulting in the delivery of one round of inappropriate anti-tachycardia pacing (atp) therapy. It was noted that there were no adverse effects on the patients health status as a result of the inappropriate atp therapy, as it was not felt by the patient and did not cause any arrhythmia. The rv lead was determined to be fractured. The patients following physician initially chose to leave the ICD device on with modified programming. The rv lead was subsequently surgically abandoned and replaced. No additional patient adverse effects were reported.